Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that initially the programming wasn't quite right. At their most recent appointment the representative programmed groups a, b, and c perfectly. The patient left the appointment on a and later that day switched to b but didn't feel stimulation. They went to bed and woke up and the ins was at 100% but they didn't feel any stimulation on b or c. They increased the stimulation to the highest range but they didn't feel stimulation at all. No further complications reported.